Event description:
The customer observed a false positive architect total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range 0-5 iu/l): initial b-hcg result= 32.08 iu/l; repeat result=<1.20 iu/l; colloidal gold test result= negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any issues with the complaint lot. A search for similar complaints identified an increase in complaint activity for the complaint lot, however, no trends were identified for list number architect total -hcg reagent. Furthermore, in house accuracy testing of the complaint lot was conducted which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect total -hcg reagent, lot 71474ud03 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range 0-5 iu/l): initial b-hcg result= 32.08 iu/l; repeat result=<1.20 iu/l; colloidal gold test result= negative there was no impact to patient management reported.